Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. Battery contacts and main board battery tab was modified. Customer service were notified. The device failed to meet specification as it was received or made available for evaluation. The investigation isolated the failure of the observed condition to the battery contacts. The product relates to the reported complaint event. No new formal investigation is required, a previous existing formal investigation addresses this failure. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit was shutting itself off and had an error code 920. It was also reported that the unit had missing segments intermittently on pulse rate and sp02 - top segments. It was indicated that the unit was swapped out with known good batteries and known good sensor, these issues follow the monitor. There was no patient involvement.